Event description:
It was reported that the patient with this inflatable penile prosthesis experienced herniation in the reservoir. A surgical procedure was performed during which the existing reservoir was removed and replaced. There were no further patient complication.